Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the high, which is off-label usage of the device, on (B)(6) 2024. Early in the morning on (B)(6) 2024, the patient was woken up by the insulin pump and mobile app alarm that the cgm was reading 40 mg/dl. At this time, the patient had a headache. The patient¿s parent did not check a finger stick reading for comparison. Instead, they brought the patient to the emergency room. At the ER, the cgm was displaying 95 mg/dl. ER staff checked the patient¿s bg and it was 612 mg/dl. The patient was treated with insulin via IV and was discharged the same day. At the time of the report, the patient was doing okay. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No product or data was provided for investigation. The reported glucose values fall within the d zone of the parkes error grid for then the values were compared in the emergency room. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.